Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the distal end was detached and did not return for analysis. The total length of the guidewire was measured in order to verify if it was according to the specification and as the result 36.0 in of the distal end did not return for analysis.

Event description:
Reportable based on the device analysis completed on 02jul2024. It was reported that the guidewire did not cross the lesion. The stenosed target lesion was located in the severely calcified artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the wire did not cross the lesion and procedure was cancelled. There were no patient complications reported post procedure. However, based on the device analysis it was further reported that the distal tip of the guidewire was detached. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the distal end was detached and did not return for analysis. The total length of the guidewire was measured in order to verify if it was according to the specification and as the result 36.0 in of the distal end did not return for analysis.